Manufacturer narrative:
Tis report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of this event. Based on the 1925 pages of medical records info it appears that on (B)(6) 2013, the pt's blood pressure dropped and she became unresponsive during her dialysis treatment. Pt recovered but, refused treatment to be resumed and was discharged home. There is no documentation in the medical record that shows a causal relationship between the pt's unresponsive episode and the pt's hemodialysis treatment and equipment. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
On (B)(6) 2013, dialysis started at 06:37 and was stopped at 08:00. Medical records show that the pt's dialysis was stopped early because her blood pressure dropped and she became non-responsive with her eyes open. Pt was administered saline and pt was able to talk and stated she was feeling okay. The needles were pulled and the pressure was held. The pt was discharged stable after refusing treatment to be restarted. Pt was discharged home. The blood pressure at the time of this event was 151/80, her pulse was 81. Blood pressure pre-treatment was 149/92, pulse was 96.